Event description:
Additional information received indicated that a lead revision procedure was performed. The lead was tested with a pacing system analyzer (psa) to confirm the increased pacing lead impedance (pli) and increased capture threshold. The lead was capped and replaced and the patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased pacing lead impedance (pli) and increased capture threshold noted on the right ventricular (rv) lead. No intervention has taken place at this time and the patient was stable and will continue to be monitored.